Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records the device intended to be implanted (1508-4000) was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The most likely cause cannot be determined due to the device not being returned. Although a number of factors could have contributed to the breakage of the plate, it is likely the plate was subjected to excessive bending stresses which lead to its breakage. The instructions for use identify warnings related to postoperative care. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery on (B)(6) 2017, while reviewing radiographic images from a routine postoperative follow-up on (B)(6) 2017, the surgeon identified that the plate (sd-11) had broken. However, the surgeon indicated "observation only, no intervention" is required at this time as it is "likely unrecognized neuropathy". The device remains implanted with no revision scheduled at this time.